Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing included accuracy testing and found that the device was within both the control limit and manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that cadd legacy pump - failed delivery 6.3%, during testing. No patient injury reported.